Manufacturer narrative:
The returned valve was patent. It met requirements for the leakage and preimplantation tests. The valve did not meet all of the requirements for the siphon, reflux, and pressure-flow tests. Proteinaceous debris was observed in the interior of the valve. Debris with the valve can hold pressure-flow controlling mechanisms open resulting in siphon, reflux, and low pressure-flow results. Additionally, all performance levels could be set with a single attempt, and the valve did not inadvertently change levels during the course of analysis. A review of the manufacturing records was not possible as a lot number was not provided. All valves are 100% tested at the time of manufacture. Additional patient information: it was later reported that the patient had no further complications relating to the shunt. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a strata valve was revised following a direct trauma at the implant site. The trauma was caused by the pediatric patient accidentally falling onto the corner of a table. The patient presented with low pressure symptoms. The physician tried to set the valve's pressure level setting to 2.5 but he stated that the valve kept slipping back to pressure level 1.0-1.5. Intracranial pressure monitoring showed the patient had an icp around 1-4 and a negative icp upon standing. After the valve was explanted, the physician tested it and stated that it seemed like it was functioning ok and there was no obvious damage.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. All valves are 100% tested at the time of manufacture. Additional patient information: it was later reported that the patient had no further complications relating to the shunt.